Event description:
Material # 305932 material description - syringe 0.5ml 29ga 1/2in bls 400 sg material lot# - 3279755 complaint description ¿ the bd safetyglide insulin needle (1/2ml 29g x 1/2) has twice recently resulted in the stick of an rn after administering insulin to patient. The white safetyglide is getting "stuck" in the process of pushing it over the needled. The rns fingers both time continued past the safetyglide when it stuttered and their finger landed on the needle tip. Both rns described the same situation and issue with the safetyglide stuttering or getting stuck when attempting to press it down over the needle. Rn received a needle stick after injecting the patient. Both rns were experienced and have been administering insulin with safety needles for greater than 5 years. Note: product complaint form is attached.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.